Manufacturer narrative:
This is a correction report. The h11 section for tracking and trending data has been corrected for this submission. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided, therefore no DHR review is possible. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation was conducted, and corrective actions have been taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low glucose reading from the abbott diabetes care (adc) device. The customer received a glucose measurement of 2.9 mmol/l from the adc device. In response, the caregiver provided sugar to raise the customer¿s glucose levels. The customer exhibited signs of confusion, anger, sweating, and nausea. The caregiver also noted a diagonal downwards trend arrow, which indicates glucose is falling (between 1 and 2 mg/dl per minute). The adc sensor continued to indicate a low reading, so additional sugar was provided. The caregiver subsequently compared a blood glucose reading of 27.9 mmol/l from an unspecified device. Due to these discrepancies, an ambulance was contacted. The paramedics measured a blood glucose level of 31 mmol/l using the healthcare provider¿s (hcp) meter, compared to the adc sensor's reading of 2.9 mmol/l, and transported the customer to the hospital. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear is unknown. At the hospital, an hcp meter reading of 35 mmol/l was obtained, and insulin was administered via pump (dose and type unknown). No further comparisons with the adc sensor were made. The caregiver mentioned that customer had recently passed away on august 2, 2025. They shared that customer had been living with diabetes for 40 years and with kidney failure. At this time, there is no autopsy report or death certificate available, and the official cause of death remains unknown. Based on the information provided, it is inconclusive whether the adc device caused or contributed to the reported death.

Manufacturer narrative:
This serves as correction report. B5 - describe event or problem section has been updated

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided, therefore no DHR review is possible. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue on the abbott diabetes care (adc) device. The customer received a glucose level of 2.9 mmol/l from the adc device, while readings from a healthcare professional's (hcp) meter were 27.90 mmol/l and 31 mmol/l. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear is unknown. The caregiver also noted a diagonal downwards trend arrow, which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer exhibited signs of confusion, anger, sweating, and nausea and was given sugar to help raise their glucose levels. An ambulance was called, and paramedics measured the blood glucose level as 35 mmol/l using the hcp's meter before administering insulin (dose/type unknown). The caregiver mentioned that the customer was taken to the hospital due to this incident, but no further details regarding the treatment received at the healthcare facility have been provided. The caregiver mentioned that customer had recently passed away on (B)(6) 2025. They shared that customer had been living with diabetes for 40 years and with kidney failure. At this time, there is no autopsy report or death certificate available, and the official cause of death remains unknown. Based on the information provided, it is inconclusive whether the adc device caused or contributed to the reported death.